Event description:
It was reported that during the procedure in the proximal circumflex artery, a jostent graftmaster stent graft delivery system was advanced for treatment of a perforation. The stent system could not cross to the perforation site due to vessel tortuosity, and was removed from the anatomy without reported resistance. The perforation was ultimately sealed with deployment of an unspecified bare metal stent and multiple balloon inflations. The patient was discharged two days post procedure with no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. Although the anatomical conditions were not reported, failure to advance is not often associated with a product quality deficiency and is likely related to the operational context of the procedure. Hemorrhage is listed as observed or a potential adverse event associated with the coronary stenting in the graftmaster otw instructions for use. Due to the inherently emergent and serious use of the graftmaster device, it is possible that the perforation itself and/or the inability to treat the perforation may have contributed to the reported cascading patient effects including hemorrhage. However, a conclusive cause for the patient effect and the relationship to the device, if any, could not be determined. A search of the lot history record indicated no non-conforming material records for the lot. Additionally, a query of the complaint handling database indicated no other incidents. Based on the investigation, there is no indication of a product quality deficiency.